Event description:
The rptr stated that she did back to back blood glucose tests and results were 10, 40 and 50 mg/dl. The timing of the test is not known. No symptoms were reported. Rptr did not have control solution for testing. During trouble-shooting, the rptr was unable to read the lot number on the bottle of test strips. Rptr has not been available for follow-up.